Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis representative (rep) received the alleged faulty main pcba (printed circuit board assembly) and installed in a known good vela unit. The rep powered in respiration mode and reported the turbine to be non-operational. The unit was showing motor fault alarms. The rep checked the event log and reported vent inop (inoperable), dac (digital-analog-count) or adc (analog-digital-count) errors. The carefusion failure analysis rep was able to duplicate the customer's complaint and determined the root cause to be a faulty resistor in the main pcb. This issue will be internally investigated.

Event description:
The customer reported while using the vela ventilator, the unit displays vent inop (inoperable) and motor failure alarms. The customer determined the most likely cause was a fault was the main pcb (printed circuit board). After replacing the defective main pcb, the customer reported the unit can function well. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.